Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the device was not explanted and replaced.

Event description:
It was reported that 10 days post implant, the physician noted that the patient's qrs was not any more narrow then before getting the implant. The patient's symptoms were noted to not be alleviated. The patients intrinsic rhythm was noted to be approximately 30 beats per minute and when pacing the atrium the conduction time is >300ms and the algorithm was noted to be outside the bounds of what it can do. Echo optimization was performed and there was no impact on the patient's heart failure. The vectors available in the device were noted to not help the patient. The device was explanted and replaced with a different heart failure device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62 lead (B)(6) 2014; 4076-45 lead (B)(6) 2007. (B)(4).